Event description:
It was reported that prior to a device changeout the right ventricular (rv) lead impedances were within normal range, however when placed into the new device the superior vena cava (svc) coil impedance was unable to be obtained. The lead was then connected to the analyzer and the impedance was out of range high. Fracture was suspected. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).